Event description:
The customer reported that they were unable to deliver 2 shocks with internal paddles. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported that they were unable to deliver 2 shocks with internal paddles. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.